Manufacturer narrative:
The lot number was recorded in the serial number field in the initial submission in error, the lot number (06918jn00) has been recorded in the lot number field in this follow-up. Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. An accuracy testing protocol was executed using lot 06917jn00 and met acceptance criteria which indicated that lot 06918jn00 is performing as expected. Please note: lot 069717jn00 is from the same bulk material as lot 06918jn00 and is deemed equivalent. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information a deficiency of the architect b-hcg reagent list number 7k78-30, lot number 06918jn00, was not identified.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated b-hcg result while using the architect total b-hcg assay. The customer provided the following results: on (B)(6) 2012, the architect total b-hcg assay generated a result of 348.17 miu/ml. This result was questioned by a physician because the patient had no history of pregnancy. The patient was redrawn and retested on (B)(6) 2012, and generated a results of <1.20miu/ml. On (B)(6) 2012, the initial sample from (B)(6) 2012 was retested in duplicate, both results were <1.20 miu/ml. No additional patient information has been provided. There has been no impact to patient management reported.